Manufacturer narrative:
The device was returned to the resmed technical service center in (B)(6) and an evaluation was performed. The evaluation found contamination of a white powdery substance and water ingress in the pneumatic block which may have triggered the system fault error messages. The device was repaired, serviced, calibrated, and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed system fault 101 and 197 error messages. There was no patient injury reported as a result of this incident.